Event description:
High lead impedance was observed by the surgeon during a generator replacement surgery due to battery depletion. The patient's previous generator was unable to communicate with the programmer due to an end of service condition; and therefore, the diagnostics/settings could not be obtained prior to surgery and lead impedance could not be verified. The generator was then replaced, with previous lead still implanted, and the diagnostics were performed to verify lead impedance. The diagnostic test resulted in high lead impedance, so the lead pin was re-inserted and diagnostics were performed again. Once again high lead impedance registered. The surgeon then proceeded to open the patient's neck and inspect existing lead. Upon visual inspection, he discovered that the there were no lead electrodes on the vagal nerve. The surgeon attempted to find the electrodes, and he could see that they were in neck, but was not sure where they were implanted. He did not want to attempt to remove electrodes due to excessive scar tissue and only cut lead. He left remaining electrodes in neck and still was unsure exactly where the electrodes were implanted. He implanted a new lead on vagal nerve and when connected to the newly implanted generator resulted in ok lead impedance. Both the explanted lead and generator were discarded during surgery; and therefore, the explanted product will not be returned for product analysis. No other relevant information has been received to date.